Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners patient was examined by ent doctor diagnosing them with tmj. Provided information on general discomfort in treatment and jaw discomfort. Patient provided video and advised patient to stop hyperbyte usage and to wear each step for 14 days.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.